Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the pt experienced unsatisfactory analgesia and increased pain. These symptoms were possibly related to medication therapy and/or pump malfunction. The actual reservoir volume was less than expected at pump refill. As of 07/14/2010, the pump delivered fentanyl 800 mcg/ml and bupivicaine 10 mg/ml with flex dosing. On (B)(6) 2010, the pump was refilled with a lower concentration of baclofen; from 360 mcg/ml to 260 mcg/ml. The out come was reported as ongoing event.